Event description:
It was reported that the primary surgery was done in 2007. At the following month follow up appointment, the pt was doing well. The pt called the doctor's office six days later, stating pain. The pt was seen in the office three days later, and it was determined at that time the cup had become loose. Surgery was scheduled and performed on the following month to remove the cup. Head and adapter. A tribology cup, new head were implanted during the previous month procedure.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.